Manufacturer narrative:
The customer returned meter and two vials of strips for investigation. One vial had all strips previously used and were unable to test. The returned meter and second vial of strips were tested and meter received an error during testing. Meter was then investigated and the root cause of the error was determined to be contamination/ pollution of the contacts due to improper handling or maintenance. Customer strips were then tested with retention meter. Testing results: qc #1: 2.1 inr, qc #2: 2.2 inr. The obtained qc values were in the allowed range. The returned and retention materials meet specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of an error on coaguchek xs professional meter with serial number (B)(4). The customer also alleged that a result from the meter contributed to a patient's hospitalization. The patient was in for his routine inr testing on (B)(6) 2018 and the result on the coaguchek xs professional meter was 1.8 inr. The patient's coumadin dose was increased based on this result. On (B)(6) 2018 the patient returned for his routine inr testing and was coughing up blood. The patient spit blood in the trash can while in the observation room. The blood was dark and clotted. The patient was given tissue/gauze to keep in his mouth. No other treatment was provided. The customer could not approximate when the bleeding began. It is not known if it was on a different day or if it began the morning of (B)(6) 2018. The patient was tested on the coaguchek xs professional meter between 11:15 a.m. And 11:45 a.m. And the result was 2.7 inr. The patient was advised to go to the hospital due to his symptoms and was instructed to have his inr checked at the laboratory. The patient's therapeutic range is 2.0 - 3.0 inr. The patient drove himself to the hospital. His inr was tested a "few hours" after the 2.7 inr result and the result was 9.4 inr. The customer believes this result was from a venous sample but does not know what system or reagent produced the result. The patient had a CT scan of his chest. The results are not known, but were believed to be "normal." The patient was treated with an unknown amount of vitamin k. The customer believes this was administered intravenously but doesn't know for certain. The patient was admitted to the hospital for 24 hours and then released. The customer does not think any further treatment was necessary. The patient was in stable condition. The patient was not believed to be anemic or polycythemic. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The meter and test strips were requested for investigation. Relevant retention test strips (lot 196640-14) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.